Event description:
Reportedly, upon interrogation on (B)(6) 2014, the message ¿altered protected registry not corrected¿ was displayed along with a microprocessor reset from the time of the interrogation. During a second interrogation a pop-up message ¿ therapy history not available¿ was displayed. All follow-up tests were normal during the follow-up afterwards.

Event description:
Reportedly, upon interrogation on (B)(6) 2014, the message ¿altered protected registry not corrected¿ was displayed along with a microprocessor reset from the time of the interrogation. During a second interrogation a pop-up message ¿ therapy history not available¿ was displayed. All follow-up tests were normal during the follow-up afterwards.